Manufacturer narrative:
During further investigation (fi), a visual inspection the power management pcba revealed no signs of damage or contamination. The pm board was installed into the fi test ventilator. The ventilator was booted into normal ventilation mode and deliver breaths. The power was cycled on and off 15 times without producing any errors. The test vent was cycled between the ac source and backup battery 10 times without producing any errors. Touch screen calibration was performed successfully and the controls test #3 verification passed. The customer returned pm board was allowed to run for approximately 2 hours without generating any errors. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. This pm board was tested with no failures identified.

Manufacturer narrative:
(B)(6).

Event description:
During preventive maintenance the manufacturer's international service technician reported that the touchscreen and the enter button didn't respond. There was no patient involvement.